Event description:
It was reported that the atrial lead dislodged seven hours post implant. The lead was explanted and replaced. During the replacement procedure, it was not possible to retract the helix completely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed), and blood was found in/on the helix/lobe mechanism. All insulators, including the outer insulation, were breached cut. The proximal conductor appeared distorted, and the lead exhibited apparent explant damage.